Manufacturer narrative:
An onsite service request was created and the client declined remote support. The client was informed that further investigation will be conducted onsite and will be updated as the case progresses. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that invalid exposure error messages - invalid run; incorrect number of exposures - 479/ needed exposures480.the clinical use of the system was unknown.there was no harm reported to philips.